Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) called customer and confirmed that the system is giving an error of ¿no x-ray, call service. Review of the system log file showed ¿image detector post errors¿ and this problem persists after cold system restarts. The philips field service engineer (fse) inspected the system onsite and found that the detector was faulty. To resolve this issue, the fse replaced the defective flat detector. After replacement of flat detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is giving an error of ¿no x-ray, call service.¿ there was no reported patient or user harm.